Manufacturer narrative:
Ge healthcare¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. (B)(4).

Event description:
The hospital reported a negative pressure error. There was no report of patient involvement.

Manufacturer narrative:
The customer biomedical engineer troubleshooting the issue with ge healthcare technical support. It was determined that the user did not have the adjustable pressure limit adjusted correctly. This was a user error. There was no malfunction of the ge equipment.